Event description:
It was reported that during a total gastrectomy, the device had a difficulty in using the trigger and it did not cut properly during use. Another device was used to complete the case. The blade was broken off during use, but did not fall into patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.